Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 175cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to have two tears (a and b) on the posterior view . Tear b was extended to the anterior view, measuring approximately 2.0 cm. Tear a was measured approximately 0.2 cm. Additionally, a crease was observed within tear a. Microscopic examination was performed on the edges of rupture b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Regarding tear a the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s information, patient¿s symptoms, and revision surgery. The weight of the patient is 121 lb. The patient first noticed left-sided deflation in the morning of (B)(6) 2021 and had the consultation with her surgeon on (B)(6) 2021. The patient had a pre-op consultation on (B)(6) 2021 and decided to undergo bilateral removal and replacement. The patient underwent bilateral removal and replacement with two 175cc mentor smooth round moderate profile prostheses catalog #: 3501620, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).